Event description:
The treating doctor reported that the patient required extraction of tooth (3.7). It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Align's clinical review of available records shows that tooth 3.7 exhibited vertical bone loss on the mesial aspect and horizontal bone loss on the distal aspect, extending to the coronal third of the root. A large occluso-distal class ii amalgam restoration was also present. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Manufacturer narrative:
Block b5 (describe event or problem) and b7 (other relevant history, including preexisting medical conditions) were updated according to new information received by the treating doctor.

Event description:
The treating doctor reported tooth loss of tooth 3.7. The implicated tooth had early attachment loss on the mesial side, mild gingivitis, large dob amalgam, was tipped due to missing 36 and c-shaped root prone to fracture, vital, and showed no periapical lesions. Tipping forces not aligned with the long axis, leading to a vertical root fracture. The patient had traumatic occlusion, and records could not be shared. Prognosis was initially good, and extraction was not expected during treatment. The doctor indicated that the treatment plan may have aggravated the condition, but the pre-existing clinical factors were the main cause. No medical intervention was required beyond prescribing amoxicillin; the patient also took otc advil. Product use was discontinued on (B)(6) 2025. The patient is healing well and feels back to normal.